Event description:
Manufacturer representative reports a patient falling during a reprogramming session due to a display in the amplitude output. The patient was seen in the clinic for reprogramming in 10/05. The patient was several months post-implant. The patient was requesting more stimulation in the feet and wanted to stand during the session so the effects could be felt more accurately. The amplitude was being slowly increased and a delay in the amplitude ramping up caused a sudden increase. This sudden increase in stimulation was too high and caused the patient to fall pulling the programmer out of the representative hand. The battteries fell out of the programmer when it hit the floor. An attempt was made to use the patient programmer to turn the device off, but the antenna was not communicating resulting in 1 to 1.5 minutes before the device was turned off with the patient programmer. No serious injuries were sustained due to the fall or the overstimulation and the patient returned home. The patient did report tingling the next day. Upon further follow up, it was reported that the patient is ok and doing well. The patient did not have the system removed and continues to use it getting good relief from symptoms.